Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During follow up of a complaint reported in 0001032347-2017-00182, the distributor reported there were approximately twenty surgeries the issue occurred in. It was reported the screw heads are easily stripped because of the diameter of the screw is too wide. Upon follow up he stated when the surgeon is inserting into dense bone, the heads strip and do not sit flush. The removal becomes impossible due to the stripped heads, some surgeons are able to back the screw out with a wire twister. However, most surgeons burr off the head of the screw and leave it implanted. In any situation where the screw does not seat flush, repositioning of the fixation is necessary, this delays the procedure for greater than 30 minutes. He was unable to confirm case specific information such as dates, patient information, surgeons, and hospitals where the events occurred.